Event description:
During a case, the divan ventilator display blanked out and the ventilator stopped ventilating. The staff stated that they pressed the over ride button, but were still unable to manually ventilate the pt. The staff used an alternate device to ventilate the pt while they cycled power to the anesthesia machine. Upon power up, the machine functioned normally and the case was completed using the machine. No report of alarms. No pt injury.